Event description:
From hospital medwatch report received on 07/27/07: "blew out a hose (hole in the hose) while hose was in the pt. Field (in or for spinal surgery). Unknown cause for break in hose system. Potential for infection in wound. Pt. Having an laminectomy, older fragile."